Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, the guidewire became stuck in the catheter. The 100% stenosed lesion was located in an unspecified artery. The physician was using a 130cm scimed excelsior catheter when the guidewire got stuck in the catheter. Both devices were removed from the patient as one unit. The physician complete the procedure with a non bsc device. No complications were reported and the patients¿ status is good.